Event description:
During remote follow up, post paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that, the device was reprogrammed to resolve this event. The patient was stable.